Manufacturer narrative:
Block b3: exact date unknown, event occurred in november 2024. Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI , upn: m365sc12160, model: sc-1216, serial/batch: (B)(6). Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: na, batch: 32697257.

Event description:
It was reported that the patient had an infection at the midline thoracic incision site. It was noted that there was a pinhole drainage at the site and was healing poorly. The physician believed that the infection was not device or procedure related.

Event description:
It was reported that the patient had an infection at the midline thoracic incision site. It was noted that there was a pinhole drainage at the site and was healing poorly. The physician believed that the infection was not device or procedure related. Additional information was received that the patient underwent an explant procedure wherein all device components were removed. The patient was doing well postoperatively, and the explanted devices were not returned.

Manufacturer narrative:
Correction to blocks b5, d4 additional information in block h11 block b3: exact date unknown, event occurred in november 2024 additional suspect medical device components involved in the event: model number/catalog number: sc-1216 serial number: (B)(6). Batch/lot number: 753995 model/catalog description: wavewriter alpha 16 ipg kit unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318 serial number: n/a batch/lot number: 32697257 model/catalog description: wavewriter alpha 16 ipg kit unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced lateral left knee pain that was not adequately stimulated by the scs device. Additionally, the patient experienced a pinhole drainage that was not healing properly resulting in an infection. The physician assessed that the infection was not device related but rather due to not enough tissue between the skin and the paddle lead at the midline thoracic incision site. Therefore, the patient underwent an explant procedure during which the paddle lead and the implantable pulse generator (ipg) were removed. The patient was doing well and recovering postoperatively. The explanted devices will not be returned as the physician did not wish to return them.